Event description:
Pt was having pulsed dye laser lithotripsy of ureteral calculus. An approx 1/2 inch piece of laser fiber broke off in pt's ureter during procedure. The piece was removed with a stone basket. Prior uses: 5/1/96 pulses 62, 5/15/96 pulses 784, 5/28/96 pulses 369, 5/30/96 pulses 979. On 6/12, 744 pulses.